Manufacturer narrative:
H11: based on the complaint analysis completion and considering that the issue occurred on a centrifugal pump drive with hlm software version 1.4, error message occurred was most likely 2353 code, that it is associated with the second way to measure the speed of the pump. Investigation revealed that this error code is a false alarm related to a software bug which will be solved in the upgraded version 1.4.1. Therefore, based on the above rationale, the event has been re-assessed as not reportable, since it is unlikely to cause or contribute to patient serious injury or death, even if reoccurred.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz hlm console. The incident occurred in (B)(6), united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an error message referring to a defective arterial centrifugal pump. The event occurred before the start of the procedure. There was no patient involvement.